Event description:
Healthcare professional reported a right side rupture confirmed by ultrasound. Device was explanted and replaced.

Manufacturer narrative:
Code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: right side ¿rupture¿.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture confirmed by ultrasound. Device was explanted and replaced.